Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory. This medwatch will cover the ft4 assay. Patient identifier (B)(6) for information related to the tsh assay. The sample was initially tested on the customer's e602 analyzer and repeated on an architect analyzer. The sample was also treated with polyethylene glycol (peg) and tested on the e602 analyzer. The sample was then provided for investigation, where it was tested on a different e602 analyzer. No adverse events were alleged to have occurred with the patient. The customer tried to lower the tsh value of the patient by prescribing thyradin. The doctor is questioning the prescription of this medication based on palpitation of the patient. The customer suspected that the sample contained macro-tsh. The customer's e602 analyzer serial number is (B)(4). The e602 analyzer used for investigation was serial number (B)(4). Ft4 reagent lot number 215455, with an expiration date of march 2018 was used on this analyzer. Based on the provided information, a general reagent issue can most likely be excluded. A specific root cause could not be determined, since the remaining volume of sample was not enough for further investigations. For the differences in ft4 values generated with the e602 and architect analyzers, it needs to be taken into account that assays from different suppliers may generate different values. This relates to the overall setups of the assays, the antibodies used, and the standardization methodology/materials used.